Event description:
It was reported that a malfunction occurred with the customer's device, labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted them with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared.